Event description:
A user facility reported a pt complained after a 45 to 50 minute procedure in which a laryngeal mask airway was used. The pt was seen by an ent and given steroids for arytenoid edema. The pt was having trouble swallowing a couple of days later and was examined with a fibroscope. Nothing could be seen. The laryngeal mask airway was inappropriately cleaned in cida-foam. The laryngeal mask airway labeling warns against the use of quaternary ammonium compounds and states a severe or prolonged sore throat has been reported in pts in whom an improperly cleaned mask has been used.